Event description:
It was reported that a malfunction with code malf 25 occurred, and the pump was not resettable. There was no adverse impact to the customer¿s blood glucose level, staying within safe parameters. The customer arranged to use multiple daily injections (mdi) as a backup therapy, and the technical support team confirmed the shipping address, sent a replacement pump, and provided instructions for returning the faulty pump.